Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the following components of the body of the device; handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal with no indication of a product quality deficiency that would contribute to the reported cuff miss. Both ends of the foot were also examined and there were no needle strike marks detected. There was no abnormal observation found on the returned device that could have contributed to the reported complaint. Since, only the body of the device was returned, the reported complaint cannot be verified or confirmed. The needle trajectory was not able to be checked as there was too much dried blood inside the needle lumens preventing reinsertion of the plunger. However, the needle trajectory of every device is checked twice during manufacturing. Furthermore, there was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. The most probable cause for the posterior cuff miss is needle deflection during plunger deployment is due to interaction with human tissue because of challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.) Or failure to position and maintain the device at a 45 degree angle throughout deployment. A review of the lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to the complaint. There does not appear to be any indication of a lot-specific product quality deficiency. Since the device performed according to specifications, the possible cause for this complaint is undetermined. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information. Is the estimated date of the event was reported as occurring three weeks ago from (B)(6) 2011.

Event description:
It was reported that after a diagnostic percutaneous catherization through a 6f procedural sheath, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during needle plunger removal from the body of the device, no suture was present on the needles. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequela. The operator of the device was reportedly trained in the use of the proglide device. Though requested, no additional information was provided.